Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 500 mg/dl. The customer reported that they treated the high blood glucose with insulin and last blood glucose reading was around 136, 137 mg/dl. The customer also reported sensor issues. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.